Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), product type: lead. Product ID 977a290, product type: lead. Product ID 977a290, serial# (B)(4), product type: lead. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) and two leads. It was reported that impedances were okay in the operating room. As soon as the nurse programmed a second program, therapy impedance became out of range. There were high impedances. If the stimulation was kept on a low amplitude, they would return normal. As soon as they tried to increase stimulation impedances, impedances became out of range and the patient couldn¿t feel stimulation. Additionally reported as low amplitude got good impedance results, but as soon as amplitude was increased impedances raised again. It was further reported that if the nurse does impedance test on the single lead, they are fine between 800 and 1200 ohms. If the nurse programs a single lead, the patient doesn¿t get their pain area covered, so has to program the second lead to cover all the area. When doing so, the impedances go beyond 35000 ohms and the patient can¿t feel paresthesia anymore. It was unknown if there were any external factors that contributed to the event. Troubleshooting was performed of impedance test. The actions taken to resolve the event was impedance test, and several attempt of different programming. The rep helped with programming. Even after hours of attempts and different programming configuration, they didn¿t manage to have the patient feel stimulation correctly. The issue was not resolved at the time of the report. It was noted that the physician and nurse were both very experienced and well trained. No surgical intervention occurred, nor was planned. The patient was alive with no injury.

Event description:
Additional information was received from the rep reporting troubleshooting was performed. A follow up visit with the technician, and impedances have returned to correct ranges. No further complications were reported or anticipated.